Event description:
The complainant reported that post repositioning the impella cp the patient developed ventricular fibrillation arrest that was successfully converted with one defibrillator shock and increased in lidocaine drip. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information provided in b5 and h6 for limb ischemia. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was also reported that a distal perfusion catheter was inserted for distal flow. When the arterial cannula of the extracorporeal membrane oxygenation was removed, he distal perfusion catheter was also removed. Angiography was performed to access the distal flow past the impella, and it was determined that without the distal perfusion catheter distal flow was minimal. The physician decided that the best option for the safety of the patient to have a surgical cutdown and repair of femoral artery. The cutdown was performed and impella explanted without issue and artery was surgically closed. The patient was successfully converted to veno venous extracorporeal membrane oxygenation via left femoral vein/right femoral vein. The patient was in stable condition and sent back to the ICU.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. Added-h6 impact code 4644.